Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released is confirmed. The locking spring was found bent, this prevented the needle button to remain locked down when depressed, which could contribute to needle button not locking down and released. The locking spring was found fully engaged, and the needle release button depressed. It is determined to have occurred after the needle button activation. The locking spring was forcibly damaged during use based on the direction of the bent. This most likely have occurred during use after the needle release button was depressed.

Event description:
The patient reported that on 8/16, the needle button popped out about 4 hours into use.